Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging that his one touch ultra2 meter was prompting a battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on the morning of three days prior. The patient stated he manages his diabetes with insulin and pills; however, it is unknown what action, if any, the patient took as a result of the reported issue. On the morning of two days prior to original date, a day after the issue started, the patient claimed he developed symptoms of weakness and sweaty responded by treating himself with food and/or a drink. At the time of troubleshooting, the csr discovered that the patient did not replace the subject meter's batteries as recommended in the owner's manual. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.